Manufacturer narrative:
Other relevant device(s) are: product ID: 9734734, serial/lot#: (B)(4). A tracker was returned for analysis. Analysis found the post for marker #4 is bent. With markers attached and fully seated, the tracker returned an elevated geometry error due to the bent post. Eliminating the marker returned the geometry error to a normal level. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the green navlock tracker has a bent post and will no longer verify. No patient was present.